Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer passed away. The customer was in a head-on collision with another vehicle and was wearing the insulin pump at the time. No blood glucose levels were reported. The called stated that she would return the insulin pump to be analyzed. Nothing further was reported.